Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell on posterior side, crease fold, wear abrasion, non-penetrating nick. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening. - no observed wrinkling.

Event description:
Healthcare additionally reported "left breast implant shell is moderately wrinkled". Device has been explanted.